Event description:
Pt reported experiencing elevated blood glucose levels up to more than 500 mg/dl for reasons unk. Pt's normal blood glucose range is 120-140 mg/dl. Pt stated she took correction via the infusion device after changing the accessories, but without success. Pt reported no insulin came out of the infusion set. Pt stated the infusion device made an unk noise when she rewinds the piston rod. Pt reported she then took correction via the pen. Pt stated on (B)(6) 2011, her blood glucose level at 11:53 pm was 175 mg/dl. Pt reported on (B)(6) 2011, her blood glucose level at 4:38 am was 378 mg/dl, she took correction via the pen, at 8:40 am, she ate breakfast and took correction of 7.0 units of insulin via the infusion device; at 11:45 am, her blood glucose level was 514 mg/dl, she changed the infusion set, and took correction via the infusion device; and then at 12:44 pm, her blood glucose level was 476 mg/dl. Pt stated she began intensified conventional insulin therapy (ict) via the pen. Pt reported she spoke with her diabetes specialist. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.